Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing resulting in inappropriate therapy delivery to the patient. The physician was able to elicit extra tones from the ICD with manipulation. The physician performed an invasive procedure to evaluate the system and elected to cap the rate sensing portion of the patient's transvenous defibrillation lead and replace the ICD for a suspected connection issue.